Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The reporter stated that the keypad buttons were unresponsive and then hyper responsive after water exposure. The reporter noted evidence of moisture in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; no peeling was observed. During testing, the up arrow and down arrow keypad buttons were found to be intermittently unresponsive; the ok and contrast buttons responded appropriately. The keypad was removed and there was evidence of contamination found under the up arrow, down arrow and ok key contacts. A leak test was performed and shows a leak at a crack in pump case located at upper right hand corner of display area. The pump case was removed and no evidence of moisture contamination or loose keypad flex components were found inside the pump.